Event description:
It was reported by the affiilate during a video laparotomy procedure that the stopcock broke. No further info was provided. There was no adverse pt consequence. One device returning.